Event description:
During surgical procedure "exploratory thoracotomy, vagotomy, repair hernia, liver biopsy," an intact bougie was inserted per anesthetist. On removal leakage was noted from the bougie. This was reported to the surgeon.